Event description:
Boston scientific crm received information that the patient implanted with this lead expired following product testing. The patient developed respiratory arrest followed by cardiac arrest. Cardiac tamponade was also observed. It was suspected a perforation may have contributed to the clinical observations.

Manufacturer narrative:
The system was not explanted. Should any additional information become available, this event will be updated.